Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the cleaning of the output connectors eliminated the problem (b30 error), it is likely that there was no abnormality in the device, and that it was caused by dust or waste attached to the pin of the output connectors. The attached foreign body (dust / waste) to the electrical contact point of the connector may lead to a failure between the scope and the video processors via the light source device, which caused the b30 error.

Manufacturer narrative:
The device was not returned to olympus. An olympus representative advised the customer on troubleshooting the device. The customer was able to resolve the error by cleaning and blowing air through the light source socket. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the evis exera iii xenon light source was showing a b30 "scope communication" error and not getting an image when connected to a series 190 scope. The user attempted three series 190 scopes with the same result. No patient involvement or impact to patient care was reported for this event.